Manufacturer narrative:
Date of event: (B)(6) 2020. Report date: 23dec2020

Event description:
It was reported that the ventilator had a noise. There was no patient involvement. The service engineer (se) inspected the device and found the issue to be with the blower. The se replaced the blower and the unit was returned to use.